Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was not possible because a serial number was not provided. Because the pump was not returned, mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump "turns off after feeding completed". They also stated that the pump does not alarm before it shuts off. Mmdg did follow up with the initial reporter, who stated that the patient was doing well and that the pump had been replaced. (B)(4).